Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported he was hospitalized due to low blood glucose of 18 mg/dl. Customer stated he was drinking beer, which he normal doesn't do, and blood glucose lowered. Customer then bloused for the carbohydrates in the beer causing him to over bolus insulin. Paramedics came to customer's home. Low occurred while he was sleeping. Customer stated the perceived cause was over bolus and the alcohol. Customer declined troubleshooting assistance. No further information reported.